Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that during the implant procedure of a new subcutaneous implantable cardioverter defibrillator (s-ICD) device, the physician performed standard shock testing. A ventricular fibrillation (vf) was triggered, providing a 65j shock delivery. The device detected the vf, however, the arrhythmia was unable to be converted. External defibrillation was needed to return to normal sinus rhythm, with a shock impedance of less than 30 ohms. The physician elected suspected potential electrode damage, and it was subsequently explanted. The s-ICD device was also removed prior to wound closure, and the pocket was closed. At this time, this patient remains hospitalized pending a transvenous system implant procedure, and no additional adverse patient effects were reported. This electrode is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that during the implant procedure of a new subcutaneous implantable cardioverter defibrillator (s-ICD) device, the physician performed standard shock testing. A ventricular fibrillation (vf) was triggered, providing a 65j shock delivery. The device detected the vf, however, the arrhythmia was unable to be converted. External defibrillation was needed to return to normal sinus rhythm, with a shock impedance of less than 30 ohms. The physician elected suspected potential electrode damage, and it was subsequently explanted. The s-ICD device was also removed prior to wound closure, and the pocket was closed. Unfortunately, the patient passed away several days after this procedure. This electrode has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual inspection revealed bubbles in the area next to the sensing electrode. The shocking coils were noted to be slightly stretched, and there were cuts in the insulation, located near the terminal end. This observation was likely the result of damage induced during the explant procedure. Resistance testing confirmed the electrode high voltage (hv) cable conductor was completely fractured and visual examination determined the fracture was located approximately 28 millimeters from the terminal pin. The lead was subsequently dissected, where evidence of melting damage on both the cable and insulation was observed and occurred following a shock delivery into this shorted lead. Additionally, although the distal electrode cable was found to be electrically contiguous, minor filar fractures were also observed near the terminal end. These micro-fractures were consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Boston scientific confirmed that the clinical observations of low impedance and conversion difficulties were the result of an induced electrode fracture in the hv cable, which was most likely caused by the physician when implanting this electrode.

Event description:
It was reported that during the implant procedure of a new subcutaneous implantable cardioverter defibrillator (s-ICD) device, the physician performed standard shock testing. A ventricular fibrillation (vf) was triggered, providing a 65j shock delivery. The device detected the vf, however, the arrhythmia was unable to be converted. External defibrillation was needed to return to normal sinus rhythm, with a shock impedance of less than 30 ohms. The physician elected suspected potential electrode damage, and it was subsequently explanted. The s-ICD device was also removed prior to wound closure, and the pocket was closed. Unfortunately, the patient passed away several days after this procedure. This electrode has been received for analysis.